Event description:
The user facility reported that the device overheated during setup for a procedure. The user facility reported that there were no medical interventions, surgical delay, or adverse consequences.